Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient had a bipolar hip implanted in 2003. Some traumatic event caused the head to break through the acetabulum wall. The bipolar head and c-taper head were revised.

Manufacturer narrative:
An event regarding an alleged periprosthetic fracture involving an unknown 63mm bipolar head was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: review of the ap x-ray of the right hip revealed a ¿comminuted fracture of the medial wall of the acetabulum and resultant protrusio of the bipolar.¿ otherwise, the clinical consultant concluded there was insufficient information to complete an assessment. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: review of the ap x-ray of the right hip by the clinical consultant revealed a ¿comminuted fracture of the medial wall of the acetabulum and resultant protrusio of the bipolar.¿ otherwise, the clinical consultant concluded there was insufficient information to complete an assessment. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a bipolar hip implanted in 2003. Some traumatic event caused the head to break through the acetabulum wall. The bipolar head and c-taper head were revised.